Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was trying to charge their ins for a good portion of the day yesterday, but their ins never did go up to a full charge. The patient stated that they were charging their controller all night long and when they looked at the controller it was not charged and said ¿please recharge¿. The patient stated that their recharge quality would go from excellent to good, then ¿looking for device¿ and would cycle through those screens. Best recharge practices were reviewed. The patient became upset and insisted on being sent an overnight replacement. Patient services consulted with the repair team who confirmed the difficulty the patient was experiencing while recharging would not be resolved by replacement equipment. The patient stated that they would keep the equipment and asked if they could hang up and then disconnected the call. No symptoms were reported. The event occurred on (B)(6) 2018. Additional information was received from the healthcare provider (hcp) on 2018-03-01, reporting that the patient called them yesterday, but stated that they were in the operating room (or) all day yesterday and therefore suggested that the patient call into patient services. It was reported that the patient was getting frustrated. They stated that they were having issues charging. The patient reported that they were doing fine and then all of a sudden they were not able to charge. It was reported that they were not with the patient, but the patient indicated that their pocket looks fine and they were a tiny lady. It was reported that the patient¿s battery was almost dead. They requested a replacement recharger. They indicated that they would have the patient call into patient services. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; contains all applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on 2018-jul-12 reported that the programmer was not working properly. The implantable neurostimulator (ins) was down to 40% the morning of the call. The patient sat for an hour and it was still at 40%. Per the consumer, it kept telling them to try again. This occurred 20 times and it did not recharge even though at the same time it says "good" and excellent" quality. This was the same issue experienced in march. During this call the consumer used the controller. It showed "excellent recharging." Per the consumer, it was now working. It was recommended by the patient services agent that the patient reposition the antenna if this issue occurs again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-mar-22. It was reported that there were no issues regarding the controller, it was only with recharging the ins. The patient noted that the cause of the ins recharging issues, the ins recharge taking too long and the ¿looking for device¿ screen appearing was the extreme difficulty placing the device in an optimum location. It was noted that no actions were needed to resolve the issues, but the patient called their nurse and the manufacturer, and the issues were not resolved. The patient later reported on (B)(6) 2018 that they would see the ¿try again¿ message when they tried to recharge, and it would fluctuate between ¿good¿/¿ excellent¿ and ¿try again¿ the patient stated that it was frustrating, and she would eventually just leave the recharger alone and on. It was noted that it took a long time to find the device on the screen but the ¿looking for a device¿ screen appeared during the call. When the patient repositioned the recharger, the connection was stabilized on ¿excellent¿ and the issues resolved. There were no further complications reported or anticipated.